Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/22/2019. Device evaluation summary: during evaluation of the sample shell abrasion within the rupture was noted. The sample was received in two parts. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device was present. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device a possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 5898270, and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture. Concomitant products: 250cc mentor memorygel breast implant, catalog #3502504bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was confirmed through ultrasound. As a result, bilateral prosthesis replacement with 250cc mentor memorygel breast implants was performed. This report contains supplemental information for mentor psr reference number (B)(4).